Event description:
It was reported the instrument was used during a biliary bypass. It was reported the surgeon stapled with the tlc75. The gastric anastomosis was hemostatic. The next day the pt was brought back for bleeding. When surgeon opened the pt, the bleeding was on the edge of the staple line.